Manufacturer narrative:
The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter was difficult to remove.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove.

Manufacturer narrative:
The reported issue (it was reported that the foley catheter was difficult to remove) was unconfirmed. During visual evaluation no issues were observed for the problem reported in this complaint. Per functional evaluation the catheter balloon was inflated with air and no problems deflating were noted. Then the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe and no difficulty deflating was found. The notch perforation was reviewed and no issues were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities, 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter was difficult to remove.